Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual requirements states to "use unaided eye at 12" to 18" distance under normal room lighting, unless otherwise noted. When evaluating the sample, it could be seen that it had been removed from all packaging, and the suture was removed from the stent. The reported rupture of the pigtail could be located. Dimensional requirements states the od to be 0.079" plus or minus 0.002", guidewire to be 0.038" plus or minus 0.002", and tip ID to be 0.043" plus or minus 0.002". The sample passed all the dimensional requirements. The od was measured 0.0799" using a laser micrometer. A 0.038" guidewire passed through the sample with no hesitation. The tip ID was measured using 0.043" pin gauge. The defect reported could not be confirmed. No root cause could be found because the reported event was unconfirmed. A DHR reviews was not required as the reported event was unconfirmed. Labelling review was not required as the reported event was unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when using guidewire during the operation, it was found that the middle part of double-j was ruptured, causing the guidewire to penetrate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when using guidewire during the operation, it was found that the middle part of double-j was ruptured, causing the guidewire to penetrate.